Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: d1, d4: please note that the brand name and catalog number have been updated. Investigation summary the actual device was not returned for evaluation; however, a photo was received for review. Quality engineering evaluated the photo received and the failure described by the customer was confirmed. The received photo was reviewed and compared to a known good unit. It was found that the device failed visual inspection due to a broken head impactor. Based on the provided photo it shows that the head impactor is broken. The most relevant root cause is linked to improper handling by the user, which is user error.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the impactor device broke while impacting the head. It was reported that there was no delay in the procedure due to the event as a spare device was available for use. It was reported that all pieces were retrieved. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.